Manufacturer narrative:
(B)(4).

Event description:
The customer changed the photometer lamp on the cobas 6000 c (501) module - c501 on (B)(6) 2017 and the photometer reading was "9298". The readings continued to increase until (B)(6) 2017, when they dropped to "7842". There were control issues on the morning of (B)(6) 2017, so the lamp was changed again. With the new lamp, the photometer reading was "7492" and the customer was still having control issues. The customer reviewed patient data from (B)(6) 2017 and determined 20 patient samples should be repeated. Upon repeat testing, the customer had to correct patient results. The customer provided data for approximately 40 patient samples tested for multiple assays on the c501 analyzer. All initial results were reported outside of the laboratory and repeat results were believed to be correct. Refer to the attachments for all patient data. From this data, one example of an erroneous patient result for ise indirect na for gen.2 (sodium) is provided. This sample initially resulted as 154 meq/l for sodium and when repeated on (B)(6) 2017, it resulted as 144 meq/l. A corrected report was issued for this sample. None of the patients were adversely affected. Reagent/electrode lot numbers and expiration dates were asked for, but not provided. On (B)(4) 2017, the field service engineer determined that there was an optical failure with the analyzer. He replaced the lamp and heat cut filter. He stated that the photometer reading was fine after doing this. He stated that calibration was failing for the alb2 test. He checked rinse and cell levels and found that a set screw on the sample syringe was missing, causing the sample probe to aspirate sample at incorrect levels. He put the set screw back on and set it to the correct gap size. Alb2 calibration then passed and controls were repeated. The results of mechanism and diagnostic checks were found to be within specifications. The customer has had no issues with calibration, controls, or patient samples since service was performed. The field service engineer later checked system pressures. He reviewed calibration and controls, these were all ok. He ran diagnostic and functional tests. The system was found to be operational.